Event description:
It was reported that a user experienced difficulty completing an infusion set and cartridge change with a steel 6 mm infusion set, including failure to observe drops during tubing fill and subsequent inability to deliver insulin, after which a replacement ilet was provided. Symptoms included no adverse clinical effects, with glucose remaining in range. Outcomes included device replacement and return of the original device. Investigation included guided troubleshooting steps, cartridge and connector replacement, infusion set replacement, confirmation of device details, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.